Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2011-06080. The pt's (B)(6) scs system includes an ipg, lead and lead extension. It was reported that since implant of the ipg on (B)(6) 2011, the pt has not received effective stimulation. Further interrogation found that the extension was loosely connected to the ipg header. Surgical intervention was undertaken on (B)(6) 2011 to address this matter. At that time, the set screw was tightened to secure the connection. During an office visit on (B)(6) 2011, the pt advised that the stimulation from one of the set programs was inadequate. A diagnostic test revealed impedance issues for several contacts. A subsequent x-ray showed that the pt's extension was partially disconnected from the ipg header. In an effort to resolve this matter, the pt's ipg and lead extension were replaced. Intraoperative impedance readings with the new devices were within specifications. The explanted ipg and lead extension were returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.